Manufacturer narrative:
(B)(4). Concomitant medical products: item# 912141c; lot# 821030 or item# 912031; lot# p14642. Report source: foreign - event occurred in (B)(6). As only one device had the reported issue, only one reportable MDR is required. As it is unknown which product ID was involved, the product information for both devices will be reported under this report. Applicable product information could be one of the following: brand name: jgrknt 1.5mm #2 mb sngl 2 mb sngl. Catalog number: 912031. Lot number: p14642. Expiration date: feb 17, 2025. Manufacturing date: feb 17, 2020. Or brand name: jgrknt 1.5mm crvd kit w slv. Catalog number: 912141c. Lot number: 821030. Expiration date: aug 2, 2023. UDI#: (B)(4). Manufacturing date: aug 2, 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgery, the surgeon opened two devices and noticed that one of the two devices had a hair-like foreign material attached to it. It is unknown which one of the two devices was affected. Subsequently, the surgeon used a back-up to complete the surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.